Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker was unable to be interrogated by this programmer. Technical services (ts) provided troubleshooting steps to the health care professional (hcp), but the device still couldn't be interrogated. A "stop when reading data," message appeared on this programmer. Ts suspected the pacemaker hasn't been updated with the latest software update, which may be causing the interrogation issues. No adverse patient effects were reported.